Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011101, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011101 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 18-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing of the lot 5a00996was manufactured according to the work instruction (wi) version 42 and manufactured in the line l4-l8, on 16-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a00998 was manufactured according to the work instruction (wi) version 42 and manufactured in the line l4-l8, on 18-jan-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no work instruction (wi) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025 while resting. The location of detachment was close to site location. The insertion site was abdomen. The infusion set was in use for few hours. No further information available.